Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation an erroneous parameter alert was received. Upon review, the parameter with the erroneous alert could not be identified. Programming changes to restore the device to nominal settings and clear the alert was completed. No patient symptoms or consequences were reported.